Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. The pt was treated at 05:09:34 on (B)(6) 2014. Motion artifact contributed to the false detection. The pt was conscious at the time of the event. The response buttons were not pressed immediately prior to the treatment. The pt did not seek med attention and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt continues use of the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 09/2007. Electrode belt (B)(4): 09/2012. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. (B)(4).